Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1115 "auxiliary alarm supply failed" alarm error occurred during setup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1115 "auxiliary alarm supply failed" alarm error occurred during setup and noted that the 1115 error code was logged in the event log. The customer also noted that the power management (pm) printed circuit board assembly (pcba) was previously replaced per field correction order. The remote service engineer (rse) advised the customer to troubleshoot by swapping the motor controller (mc) pcba with a known good one--if the problem persisted, the rse informed the customer that the pm pcba may need to be replaced. The rse also provided the customer with the part number of the replacement mc pcba for repair. The investigation is ongoing.